Event description:
Allegedly, the patient had pain in her left hip, subject has a history of elevated cobalt and chromium levels. Subject has a total of five total joints in her body, including both hips. The physician ordered metal ion testing from joint fluid from both hips. Not enough fluid was obtained from the right hip to perform testing. Cobalt and chromium metal ions were present in the left hip fluid. Update december 5 2019. The conserve total a-class femoral head was removed. Corrosion of the femoral head-neck/ trunnion junction was noted. The modular neck and femoral stem were well fixed and were not revised. The subject was discharged the same day.

Manufacturer narrative:
Updated lot information, hospital information, event problem and evaluation codes.

Event description:
Allegedly, the patient had pain in her left hip, subject has a history of elevated cobalt and chromium levels. Subject has a total of five total joints in her body, including both hips. The pi ordered metal ion testing from joint fluid from both hips. Not enough fluid was obtained from the right hip to perform testing cobalt and chromium metal ions were present in the left hip fluid.